Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up, the implantable cardiac monitor could not establish telemetry. Multiple attempts were made such as software download, use of an alternate programmer, flipping the wand, with no results. It was noted that the patient had undergone an MRI directly over the device since last interrogation. The patient was stable at the time, no intervention had been reported.